Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: (B)(6). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, d4, g2, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record identified the following related repair: tech found that the unit's control bar was not in the correct position and the motor speed was unstable. Tech replaced the motor, shaft bearings, and sleeve bearings. The control bar position was recalibrated as well. The unit was tested, calibrated, and returned to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the dermatome makes too thin of skin grafts which look like it is torn. These were satisfactory for use and an additional graft was not required. There has been no harm or delay reported. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.